Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed that the 81-631 bearing was corroded.

Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.